Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients were not crossing to the station. A technical support specialist (tss) reviewed the sample patients provided by the customer and confirmed that all affected patients were still appearing in preadmit status on the server. This indicated that the facility¿s admit discharge transfer or interface team had not sent the required admit messages. Screenshots showed that the patients appeared under preadmit but not under admit, confirming the missing a01 messages. The tss advised the customer to follow up with their interface/adt team to send the appropriate hl7 messages. Attempts were made to contact the customer, but the tss was unable to reach either of them, so an email update was sent. Customer later verified that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple station was not crossing the station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.